Manufacturer narrative:
The review of the prismaflex m150 set ckt device history record and complaint history files for lot number 15b1305g shows that there is no manufacturing anomaly and no similar complaint. The prismaflex m150 set ckt was discarded and not available for inspection. No pictures of the involved product were provided. No leakage was reported during the priming. The exact root cause of the external blood leakage remains unknown.

Event description:
A patient in (B)(6) was undergoing crrt with a prismaflex m150 set. During treatment the nurse identified an external blood leakage at the site of the filter cap. Treatment was immediately stopped and the blood in the extracorporeal circuit was returned to the patient. The patient was not symptomatic and did not require any medical intervention. Treatment was restarted with a new prismaflex set.